Event description:
The customer's parent reported via phone call that customer was pushed into a pool, his insulin pump alarmed with a button error, and there was fluid seen in the pump. Customer's blood glucose was 105 mg/dl. On the day of this report, customer was receiving a motor error while priming and trying to rewind, and his blood glucose was 580 mg/dl. The customer was treated with manual injection. Troubleshooting for high blood glucose was declined. The insulin pump was not exposed to a strong magnetic field. It was not possible to complete the rewind sequence. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. All button functioned properly, however moisture damage was found on keypad traces. No button error alarm noted. The insulin pump had moisture damage on electronic assembly. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.